Event description:
All specimens from a stereotactic breast biopsy were located in one chamber of collection device. {redacted] emailed defect team that it was an issue of product performance, defective in nature, no patient harm, mfg [manufacturer] notified, not returning to mfg because the mfg did not request a return. Manufacturer response for stereotactic breast biopsy, stereotactic breast biopsy (per site reporter). Per reporter, issue of product performance, defective in nature, no patient harm, mfg notified, not returning to mfg because the mfg did not request a return.